Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as less than 1 ml of diluent. The leak occurred during startup. The operator was wearing gloves, gown, and glasses when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and identified the leak at the probe wipe area at the end of the startup cycle. The diluent filters were not allowing diluent to flow through, and were replaced to resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).